Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a colon resection procedure, the clips were ejected from the jaws without forming. The surgeon applied another device. The hospital reported that no pt injury had occurred.